Event description:
Set that separated below the male luer lock. Co examined the separated tubing and male luer lock, and there were indications solvent (bonding agent) was present during assembly. The tubing dimensions were within specification. It might be possible solvent was applied during assembly, but too lightly to secure an adequate bond, though co tightly controls solvent applicators, and periodic inspections. The devices' history record shows no abnormalities were noted during the process of this lot. Twenty -five samples of sets were pulled from stock, visually examined, and then pull tested at the joint. All twenty five sets passed, and the tubing broke before the bond separated. Co's conclusion is that the separation reported was isolated. Co will provide refresher training and notify the appropriate production personel of this incident.